Event description:
It was reported that the user¿s ilet display became stuck on the dexcom graph screen upon unlock and the on-screen back arrow did not respond, preventing meal announcements and insulin changes; the user was using dexcom g7 and attempted charging without resolving the issue. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no alerts or alarms and no medical evaluation or hospitalization. Investigation included customer care troubleshooting. Investigation of this case revealed a touchscreen or user interface malfunction consistent with a display or input control failure. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the user interface without clinical impact.